Event description:
Baxter received product complaint from customer. Customer indicated septum was inverted on this set. Inverted septum was discovered during patient use. No patient injury has been reported at this time.